Manufacturer narrative:
Concomitant products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the patient had erosion at the device pocket, and the pump pocket was leaking/draining fluid. It was noted that the pump would most likely be explanted. Diagnostic testing was not performed but would be in the future. The issue was not resolved. The pump system was being used to infuse an unknown drug. The patient status at the time of the report was alive no injury. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was later reported that the patient was seen because the skin over the pump implant site was beginning to break down. The patient was seen in the clinic, and the pump was explanted to avoid system infection. It was believed the catheter remained in the patient, and was tied off, but this was not certain.

Manufacturer narrative:
(B)(4).